Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
On (B)(6) 2011, a (B)(6) y/o, male patient with a bmi of 28.2, underwent implantation of a insert tibia logic ps sz4 9mm. On (B)(6) 2018, approximately 93 months post implant, the patient underwent revision due to instability/ aseptic loosening.

Manufacturer narrative:
After further review of additional information received the following sections g3, g4, g7, h2 and h3 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening. The loosening may have contributed to the reported instability. However, this cannot be confirmed as the devices were not available for evaluation.